Event description:
The manufacturer received information alleging thermal damage to the everflo oxygen concentrator power cord. The device was not in patient use. The power cord was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer found the power cord shorted due to external damages causing the outer insulation to have physical damage and evidence of melting, creating an exposed conductor condition. Product labeling states," inspect the power cord for signs of wear or damage." The manufacturer concludes the damage to the power cord was caused by an external source.